Event description:
Reporter noted a posterior capsule tear occurred and they attempted to do an anterior vitrectomy. The vit cutter wasn't working, and the system shut down on screen. Changed system to complete case.